Event description:
Medtronic dbs serial #(B)(4) model 37612: I had sent a complaint and emailed (B)(6) 2015 medtronic and given a (B)(4). But every time I call the customer support line I am on hold long times and got little support. I am a (B)(6) nurse practitioner who developed parkinson's disease at (B)(6). In (B)(6) 2014, I underwent dual procedures for (1) implantation of a unilateral right subthalamic dbs, and then (2) two weeks later, the implantation and lead tunneling to a chargeable generator was placed in my right chest by dr (B)(6) and dr (B)(6) at (B)(6). I had actually been doing fairly well until the device was turned on in (B)(6). Since then I began having motor dystonia and pain in my left hand. I have been in severe pain with severe disuse since 3 weeks after turning the device on. I have had multiple botox injections three months apart that did not help by my movement doctor. Referral to pain management dr (B)(6) with (B)(6) gave me two axillary blocks and a stellate ganglion block on (B)(6), (helped more than botox by dr (B)(6), but it was invasive, and never complete relieve pain. Physical therapy outpatient ot therapy constantly for one-year but my hand is contracted xray proof (B)(6) 2015 on hand xray I have been suicidal several times because the pain that never stops. I am only making disability now when I was making (B)(6) a year as an np.